Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the cartridge has been returned and evaluated by product analysis on 11/10/2015 with the following findings: a review of the pump black box revealed evidence of a partially charged battery installed after a pump reboot. Low voltage in replacement battery was observed in the black box as well. The pump currents are all within specification. The pump cover was removed and there was no evidence of moisture contamination found inside the pump. There was no evidence of intermittent contact found. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.